Event description:
Device issue: distal shaft separation. Time of device issue: during the procedure. Adverse event: separated shaft remains in patient. Onset of adverse event: during the procedure. It was reported that the patient experienced a myocardial infarction and was found to have a very complex anatomy with unusual takeoff of the left main. Two guide wires were used one in the diagonal branch and the second in the left anterior descending (lad). Then pre-dilatation was done. The stent was advanced into the distal lad and a second stent was advanced in a parallel fashion in the diagonal branch, but there was no improvement in the ability to cross the stents. The stent advanced to the lad was pulled back and the stent in the diagonal sds catheter apparently had become separated and it was pushed into the circumflex artery; the proximal end of the sds catheter was in the left main. Attempts were made with snares; and various only method to remove the separated sds catheter, but the attempts were unsuccessful. Ultimately, the procedure was continued with stenting of the lad. The separated portion of the sds catheter was entrapped within the vessel of the circumflex and another stent was deployed to hold it in place. At the final conclusion of the procedure, the patient did have flow in the circumflex, lad and diagonal, but significant restenosis remained.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states. The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant information.